Event description:
Boston scientific neurovascular became aware that during an event the neuroform2 microdelivery stent system fell apart. No complications with the patient were reported to have occurred during this event.